Manufacturer narrative:
The reported event of an amplatzer septal occluder deploying deformed could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2020, a 16mm amplatzer septal occluder(aso) was selected for implant. However, the la disk did not fully spread when the aso was deployed in the patient's defect. Another 16mm aso was implanted with no further issue. The patient is stable.